Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent empty cartridge alarms occurred. Reportedly, the cartridges still contained insulin. Customer¿s blood glucose value ranged from 200 mg/dl to 230 mg/dl. Reportedly, the issue was resolved by loading a new cartridge.